Event description:
Customer reports one incident of a blood leak on use #4 during patient treatment. Noted by a blood leak alarm and visible blood in the dialysate compartment. Treatments were continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.